Event description:
A customer reported to olympus, the hd autoclave camera head screen was flashing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image was flickering due to cable failure. In addition, the coupler unit was deformed. The video connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the flickering image occurred due to a faulty cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.